Manufacturer narrative:
Product event summary: analysis indicated that the programmer had a noisy system fan which was replaced. Analysis was unable to confirm the original complaint regarding the marker channels.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the marker channels on the programmer were not always available. The programmer was returned for service. No patient complications have been reported as a result of this event.